Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the ventilator was alarming for check oxygen sensor. The device's front panel harness assembly was replaced to address the issue. Results: front panel harness assembly.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.